Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a loss loss of communication issue between insulin pump and transmitter and the pump was not functional and it was broken. The customer received a change sensor alert and sensor updating alert. The customer reported no adverse event. The event involved products mmt-1884, mmt-7040a, mmt-7841zn. Troubleshooting was performed for sensor alerts and pump damage. Troubleshooting was partially performed for loss of communication and later customer declined and the issue was unresolved. Troubleshooting was performed for sensor alerts and cosmetic damage and there was no retainer ring damage. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the sensor and transmitter. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.